Manufacturer narrative:
A ge service representative performed an onsite investigation. The defective battery and charger board were replaced and the charger board output was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed "precharge, and low ma" error messages and would not complete the precharge cycle. No patient injury was reported.